Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the pump's black box showed pump reboot events after replace cartridge and replace batter alarms on (B)(6) 2016. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads and a worn top. The battery cap was unable to fully attach to the pump. Pump reboot events were duplicated with the returned battery cap. A test cap was able to carefully attach to the pump and perform a 24 hour duration test with no further power interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. It was also reported that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.